Event description:
It was reported that the patient was experiencing pain at the clik anchor site and had an injection with no relief. No further course of action will be taken at this time. Additional information was received that the patients clik anchor and paddle lead was becoming superficial. The patient underwent a revision procedure wherein the clik anchor and paddle lead was placed deeper.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7071813.

Event description:
It was reported that the patient was experiencing pain at the clik anchor site and had an injection with no relief. No further course of action will be taken at this time.